Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased and the cause of death as sepsis with multiple organ failure. Further review of the manufacturer¿s database indicated the patient died approximately three months after device system implanted. Additional details regarding the source of the sepsis were not known by the patient's cardiologist.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.